Event description:
It was reported that the patient had an infection at the time of their last visit with their healthcare professional. It was noted that the patient had an active infection, had pyelonephritis sometime in the last couple of months prior to the report, and had a lot of pain over the site when she had this. It was reported that there was a plan to see the patient two weeks after the report to see how the patient felt once the infection cleared. Additional information has been requested but was not available as of the date of this report. See MFR. Report #3004209178-2013-21281 for information about the patient¿s other ins. It was unclear if one or both of the inss may have contributed to the event.

Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# v800628, implanted: (B)(6) 2011, product type: lead, product ID 3889-28, lot# v800628, implanted: (B)(6) 2011, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).